Manufacturer narrative:
Event date: the date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: unknown. Address was not obtained and (B)(6) was used based on facility/area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using the bd maxzero set, the customer is unable to transfuse blood products through the IV lines. It either comes to a complete stop or does not flow. The following information was provided by the initial reporter: unable to transfuse blood products through the IV lines. The transfusion either comes to a complete stop or never flows in the first place.

Event description:
It was reported while using the bd maxzero set, the customer is unable to transfuse blood products through the IV lines. It either comes to a complete stop or does not flow. The following information was provided by the initial reporter: unable to transfuse blood products through the IV lines. The transfusion either comes to a complete stop or never flows in the first place.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they are unable to rapidly transfuse blood using the maxzero IV hub, and it either comes to a complete stop or it does not flow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.